Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The case latch was broken, the comb was bent and the calibration was out of the requirements. Replaced the comb and ball detents, recalibrated and tested. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It reported that initially the unit was sent for annual maintenance. Later, it was noticed that the unit required repair. Upon repair of the device, a damaged comb was identified. No adverse events have been reported as a result of this malfunction.